Event description:
It was reported that doctor failed to fire staple while using on patient. At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint.

Manufacturer narrative:
(B)(4). Health effect impact and clinical codes updated to reflect additional information received. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that doctor failed to fire staple while using on patient. Additional information received indicates there was no patient harm/injury and the patient condition is fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared typical. The stapler was returned with 34 staples remaining in the cover block indicating at least 1 staple was fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed but didn't release properly. The next four staples fired properly. To simulate skin insertion, the stapler was fired into a simulated skin pad and again, the staple fired properly. Another attempt was made and this time, the staple didn't form properly. The next 25 staples fired properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, the stapler could not consistently fire staples properly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A non-conformance was opened by the manufacturing site to address the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that doctor failed to fire staple while using on patient. At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.